Manufacturer narrative:
(B)(4). Section d4 and h4: device 1: serial #: (B)(6). Device 2: serial #: (B)(6). Note: the healthcare facility did not identify which device was associated with this event method: the complaint mr850 respiratory humidifier was not returned to fisher & paykel healthcare in new zealand for evaluation. Our investigation is therefore based on the information provided by the customer, and our knowledge of the product. Results: the healthcare facility reported via a fisher and paykel healthcare (f&p) field representative, that an endotracheal tube occluded due to a mucus plug. The patient experienced a respiratory/cardiac arrest and required cardiopulmonary resuscitation (some chest compressions and no use of catecholamines). At the time of the event, respiratory humidification was being provided to the patient using a mr850 respiratory humidifier. The patient required reintubation and there were no further patient consequences reported. The healthcare facility further reported that the subject mr850 respiratory humidifier passed performance testing and was put back into service. Conclusion: based on the information provided, we were unable to determine the cause of the reported event. The mr850 respiratory humidifier has several mechanisms to ensure that that adequate humidity is provided to the patient. As per our user instruction, mr850 invasive mode is for use with patients whose upper airways have been bypassed by either a tracheotomy or endotracheal tube. The mr850 respiratory humidifier defaults to invasive mode when the device is first turned on. The mr850 respiratory humidifier features an audible and visual alarm which alerts the user if the displayed temperature exceeds 41°c, or if the airway temperature exceeds 43°c and immediately disables the heater-wire and the heater-plate. During use, the mr850 also features a visual low temperature warning which alerts the user if the displayed temperature drops below 35.5°c for 25 seconds. This warning will alert the user that low humidity is being delivered to the patient. If the temperature continues to remain below 35.5°c, an audible alarm will also be activated. If during operation, the airway temperature decreases below 29.5 °c, a visible and audible low temperature alarm will be activated immediately. The mr850 also features a water out visual and audio alarm which will trigger if there is no water present in the water chamber. The user instructions which accompany the mr850 respiratory humidifier states: "ensure that invasive mode is set for patients that have bypassed airways." "Ensure appropriate ventilator and/or patient monitor alarms are set, connections are tight and a leak test is completed before use." The user instructions which accompany the rt380 evaqua2 adult breathing circuit states: "ensure there is a water supply connected to the chamber and that water is present within the chamber."

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare (f&p) field representative, that an endotracheal tube occluded due to a mucus plug. The patient experienced a respiratory/cardiac arrest and required cardiopulmonary resuscitation (some chest compressions and no use of catecholamines). At the time of the event, respiratory humidification was being provided to the patient using a mr850 respiratory humidifier. The patient required reintubation and there were no further patient consequences reported.

Manufacturer narrative:
(B)(4). Further information on the reported event and patient consequence was requested. The complaint mr850 respiratory humidifier was also requested to be returned to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france reported via a fisher and paykel healthcare (f&p) field representative, that an endotracheal tube occluded due to a mucus plug. The patient experienced a respiratory/cardiac arrest and required cardiopulmonary resuscitation (some chest compressions and no use of catecholamines). At the time of the event, respiratory humidification was being provided to the patient using a mr850 respiratory humidifier. The patient required reintubation and there were no further patient consequences reported.